Event description:
It was reported to nuvectra that the patient had great pain relief with the trial leads. Following the removal of the trial leads, the patient passed away five days post explant. The cause of death is unknown.